Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. This issue was attributed to the user handling, and the subject device had no harmful event. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that during the maintenance it was found that the user facility had not checked the concentration of disinfectant solution using the test strip, therefore it had been unknown whether the disinfectant solution had been effective or not.there was no patient injury associated with this report.